Manufacturer narrative:
N/a

Event description:
The following has been reported: "prescription of morphine administration by pca for vaso-occlusive crisis of sickle cell disease in a 22 year old patient. A syringe of morphine (50mg in 50ml) was set up at 8am on (B)(6) 2024 with 1 bolus of 1mg authorised every 7 minutes. At 2pm the syringe was empty with only 15 validated boluses. The pump history shows that the cap was opened at 11.30am, but not by the professionals. Probably administration of a 35mg bolus by the patient herself. Monitoring of vitals, no consequences for the patient. Morphine prescription stopped. Pump sent to biomedical department to check pump lock and understand how patient managed to open cover to self-administer bolus." Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed, and data showed 16 boluses administered by the patient, interrupted twice by unlocking the protective shell. According to the data, the total volume infused was 16.035 ml, with no information available regarding the remaining 34 ml. The reported device was received in brézins for investigation. According to our investigation, during visual inspection it was noticed marks on the pole clamp, a detachment of the mains plugs protection and a missing wristband on the handset, but this was not related to the problem described. Reproducible tests were conducted to evaluate the locking mechanism. The first test was try to open the lock using a tool and the shell was not opened confirmed that the shell could not be unlocked using a tool. Two tests were then carried out, with an analysis of the history data to analyse the behaviour of the device. In the 1st treatment, the disengagement mechanism and the pusher were removed to perform the manual bolus. The data history file shows a manual direct bolus. The total volume infused increases from 1 ml (before opening the shell) to 21.675ml (after closing the shell). The dose infused with direct bolus is: 20.674 ml. In the 2nd treatment, the disengagement mechanism, the pusher, and the syringe holder were removed to perform the manual bolus. Removing the syringe holder no longer allows to record a manual bolus. The data history file shows any change about the total volume infused. The total volume infused is the same that is 1ml. The quality control shows any dysfunction and internal checks revealed no malfunctions, and the locking system showed no signs of damage. For this complaint, the tests and inspections did not reproduce or confirm the shell opening or manual bolus administration by the patient. No anomalies were identified on the device and the complaint is not valid. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not valid the trend is: n/a.